Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing. The number of joules expended and minutes of fiber usage were unknown. A red light was observed to be emitted with the fiber was forward firing. There were no stones in the patient's prostate and no error messages were presented on the console. The fiber was replaced, and the procedure was completed using a second fiber without any complications to the patient.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem. Investigation summary: based on the information available, the cause that contributed to the reported forward firing allegation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported forward firing allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber began forward firing. The number of joules expended and minutes of fiber usage are unknown. There were no stones in the patient's prostate and no error messages were presented on the console. The procedure was completed using another fiber. There were no complications to the patient.